Manufacturer narrative:
The customer had no further issues after replacing the reagent cassette with a different lot. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. The initial result was 0.69 mg/dl. This result was reported outside of the laboratory. Due to the difference between this result and the patient¿s historical results, the sample was repeated. On (B)(6) 2023 the sample was repeated on a different c702 module with a result of 0.92 mg/dl. The crej2 reagent lot number was 70736001 with an expiration date of 30-nov-2024.

Manufacturer narrative:
The field application specialist (fas) replaced reagent lot 70736001 with reagent lot 693368. The investigation is ongoing.